Event description:
It was reported that the device had motor error issue. No patient injury was reported.

Manufacturer narrative:
Customer reported that the motor was not running. Device seal was broken on bottom case and plunger assembly. It was cracked on lower right front corner of top case. Multiple occlusion tests were performed and unable to duplicate the motor not running error. Replaced stepper motor and worn coupling for preventive measure. Performed pm maintenance and all functional testing.

Event description:
Additional information received via email: the stated issue did not occur while the unit was in use on a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified motor not running.